Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in-clinic for a left ventricular lead revision due to high thresholds, it was discovered that the lead was not capturing. An x-ray revealed that the had lead dislodged into the right ventricle. The lead was explanted and replaced successfully. The patient was stable following the procedure.